Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The blood glucose reading was not reported. It was stated that prior to the hospitalization, the customer experienced high blood glucose after changing the infusion set. Troubleshooting was performed and the insulin pump passed the required tests. The time was not correct, which would have affected the basal rate delivery.